Event description:
It was reported that during an unknown procedure, the device was used and the staples did not form their usual box shape. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 26 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. No batch record review could be performed, as the lot number provided is an invalid number.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.